Event description:
It was reported that an aseptico endo dtc possibly caused a file to separate; the canal was filled with the separated piece in place.

Manufacturer narrative:
Because the unit will not be returned for evaluation, and since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned, and that the malfunction would be likely to cause/contribute to a serious injury should it recur. The device was not returned for evaluation, and the lot number was not provided for retained-product testing and/or DHR review.